Event description:
"It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. (B)(6) technical services (ts) was consulted, and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that a revision procedure was performed, and the rv lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).